Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient is getting frustrated as charging is supposed to take an hour and it takes them "a lot longer" to charge. The patient says they can charge in one hour when they are up and moving around, but when they are sitting and leaning back against a couch it takes much longer to charge. The patient says the coupling level goes from excellent to beeping and indicating poor charging. The patient charges the ins with a t-shirt between the antenna and their skin. It was suggested to attempt to charge directly on the skin. The patient stated that they periodically see the "device not found" screen on the controller when they try to connect to the implant. The patient says this happens even when the controller is a foot away from the ins. The patient mentioned this to the rep who told them to "just keep trying." The patient stated that the ins seems tilted. The patient stated that it was parallel to the skin surface at implant, but the patient noticed in (B)(6) that the top part of the ins is protruding more than the bottom part. The patient stated that they have not had falls/trauma to affect the implant system. The patient stated that the stimulation is continually turning itself off. It was reviewed that the stimulation should only turn off when the charge level gets too low, or when commanded via the controller. The patient will notice that they have a return of target symptoms (pain/hurting, leg numbness, and tingling,) they will sync and see the device has turned off unexpectedly. The patient stated that the ins will be charged between 75 and 100%, so it is not due to low charge level. The patient also stated that they are not around the controller, so accidental changes have not happened. This was noted as unexpected. The patient stated that adaptive stimulation is activated. It was suggested to disable adaptive stimulation and to see if it still shuts off. The patient stated that they have not been around any sources of emi. The patient was referred to their doctor to access the ins site. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins wasn't working right and the patient was ready to throw it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient had a difficult time recharging the implantable neurostimulator (ins) when it was implanted because ins was tipping /perpendicular / horizontal . To resolve the issue, the patient¿s healthcare professional (hcp) repositioned the implant in (B)(6) 2018 in the body. There were no further complications reported or anticipated.